Event description:
Ultrasonic nebulizer cups & lids crease &/or break very easily. Nebulizer cups/lids dented, creased or broken prevents aerosolization. Lids are usually broken due to being packed tightly & are difficult to separate.